Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The physician indicated that the atrial lead could not be fully inserted because the atrial set-screw tip was visible within the port. Numerous unsuccessful attempts were made to unscrew the atrial set-screw.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.